Event description:
The customer reported the image went dark during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the input transformer and replaced the image processor and video controller boards. System operates as intended. (B) (4).